Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate results of 189mg/dl obtained using the subject meter compared to 152mg/dl obtained using an accu check meter. Based on statistical methodology, these results are within lifescan's criteria for accuracy, however this complaint is being reported because the control solution test failed, therefore the accuracy of the subject meter could not be confirmed. The alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.